Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 471 mg/dl at the time of incident. Customer stated that troubleshooting for the high blood glucose was not needed as these was past event and customer already changed the infusion set and the blood glucose was under control. Customer also stated that infusion set cannula was bent. The insulin pump will not returned for analysis.